Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leak was confirmed. The product returned for evaluation were two 22g powerloc max infusion sets with y-site. The returned product samples were evaluated and the following observations were made: ¿ a complete break in the extension tube was confirmed and occurred at the interface of the y-site in unit 01. ¿ a tear in the extension tube was seen at the interface of the proximal luer adapter in unit 02. The fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that power loc max needle failed during pediatric infusion, particularly with drug blinatumomab infusing over multiple days. This event results in drug waste and blood exposure. No other information was provided. Two devices were returned for evaluation. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that power loc max needle failed during pediatric infusion, particularly with drug blinatumomab infusing over multiple days. This event results in drug waste and blood exposure. No other information was provided.